Manufacturer narrative:
Product ID: mc1vr01-delsys product event summary: the delivery system was returned and analyzed. Analysis indicated the shaft was kinked/buckled and blood was visible in the shaft and sheath. It was noted the catheter articulated, but the shaft was kinked at 5cm (from distal tip). Visual summary of analysis indicated damage during use. (B)(4).

Event description:
It was reported that during the implant procedure for the transcatheter pacing system (tps), a high pacing threshold value was observed when the pacemaker was placed in the mid-septal position. The pacemaker was recaptured into the delivery system and 10-12 attempts were made to reposition the device, however, all positions from the high-septal to the apex resulted in no effective stimulation at high outputs. The physician then noted the delivery system bent in the vena cava and was able to navigate back to the right atrium and right ventricle, but the physician was not able to keep the push to the delivery system when trying to deploy the device. The delivery system showed a 'gooseneck' and the physician commented the tip felt softer than before. The tps was then removed from the patient and an additional curve in the delivery system was noted. The tps was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.